Event description:
It was reported that during implant procedure of an implantable cardiac monitor (icm), the icm had an inappropriate reset. The icm was not used, and a new one was implanted. The patient was stable.

Manufacturer narrative:
The event of unexpected reset was confirmed. The device was received in in reset with battery voltage above elective replacement indicator (eri). Analysis performed found memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from reset mode, further testing showed no anomaly. The reset could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.